Event description:
During a coronary stenting procedure, the shaft of the stent delivery system (sds) broke and separated into two pieces as the stent was being placed across the lesion. There was no pt injury.